Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that there was a communication issue. There was no communication/inability to communicate. They cannot communicate with the battery using the programmer. Troubleshooting was performed. They used other programmers and had the same result. The cause of the event was not known. The issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.